Event description:
It was reported that the reusable inner cannula is impossible to lock in the tracheostomy tube. No patient involved. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One sample of a tracheostomy tube was received for evaluation. A visual inspection was performed and all the components were found to be assembled properly at the outer cannula. A torque test was performed and it was within specifications. The customer reported complaint was not confirmed, as the device functioned as intended. The reported malfunction could not be duplicated.